Event description:
It was reported that groshong PICC connector was not getting connected to PICC catheter, leakage was observed at the point of connection. Customer had to remove the catheter and used new PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that groshong PICC connector was not getting connected to PICC catheter, leakage was observed at the point of connection. Customer had to remove the catheter and used new PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty attaching the catheter to the connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. Usage residues were observed throughout the sample. The catheter exhibited a complete break near the proximal end. The proximal fragment overlaid the metal cannula of the proximal connector segment. The connector was not assembled. Tactile inspection of the sample revealed tensile weakness, necking and discoloration of the catheter shaft in the vicinity of the break. Microscopic inspection the break site revealed a mostly granular fracture surface. One region of the fracture surface exhibited a region of coarse, regular striations. The proximal end of the proximal catheter fragment was bunched against the plastic of the connector. The tensile weakness and fracture features were consistent with damage initiated by contact between the catheter and the edge of the metal connector cannula, and subsequently propagated due to pulling stress. Such damage may occur if the catheter is over-advanced on the connector cannula prior to connector assembly. This can cause compression of the catheter within the connector, leading to pressure between the catheter and the edge of the cannula. The observed catheter bunching against the connector was consistent with such over-advancement.